Manufacturer narrative:
The pump was received with no button response due to flattened button dome switch. Analysis was unable to verify excessive no delivery alarm due to unresponsive button. The pump had a scratched display window, cracked display window corner and cracked belt clips lot.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 91 mg/dl. The customer sates having a problem with three no delivery alarms and the buttons on the right not responding. The customer states the buttons are not ramping or scrolling on their own. The customer states the act buttons does not respond consistently. The customer states there was a button error alarm in the history noted. The customer states the no delivery alarm was reoccurring even after changing the set. There were also cracks on the battery compartment noted. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.